Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified a leak between the administration port tubing and the administration port connector. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.